Manufacturer narrative:
Batch review performed on 14 december 2020: lot 189947: 54 items manufactured and released on 15-may-2019. Expiration date: 2024-04-30. No anomalies found related to the problem. To date, 28 items of the same lot have been already sold without any other similar reported event. Additional device involved batch review performed on 14 december 2020: reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452)lot. 188279 lot 188279: 42 items manufactured and released on 09-jan-2019. Expiration date: 2023-12-18. No anomalies found related to the problem. To date, 33 items of the same lot have been already sold without any other similar reported event.

Event description:
A revision surgery of the shoulder was performed on dec 7th, due to an infection 2 motnhs after primary. After a blood test, the finding of a subcutaneous abscess and intra-joint serous collection, the sepsis was found and the surgeon had to remove the shoulder lat. Glenosphere and humeral reverse hc liner. The area has been disinfected with an antiseptic povidone iodine and new implant was placed. The surgery was completed successfully.

Manufacturer narrative:
Devices returned on 12-feb-2021 and analyzed on 18-feb-2021. Visual inspection performed by r&d shoulder manager: the glenosphere does not show signs of damage. Minor negligeable scratches are present on the articular surface of the liner. Given their shape, the scratches are more likely to have occurred while removing the implant.

Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs department on 4 january 2021: delayed infection in reverse shoulder arthroplasty, 9 weeks after primary operation. Infection is a known possible adverse event following every surgery, including rsa's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.